Event description:
It was reported that the lead was capped and replaced due to high capture threshold. The patient was in good condition after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.